Manufacturer narrative:
Pump passed the self test and displacement test. Pump error alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had hardware low level failure. The customer¿s blood glucose level was unknown. The customer was able to clear the alarm and able to rewind the insulin pump. The customer reported that the alarmed occurred during self test. The customer was able to run self test and error did not reoccur. Troubleshooting was performed. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.